Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with high blood glucose of 377 mg/dl. Customer treated with manual bolus and current blood glucose was 67 mg/dl. The blood glucose value when admitted to the hospital was 600 mg/dl. The customer wearing the pump at time of hospitalization. Customer did not treat with manual injection or changed infusion set. The insulin pump will not be returned for analysis.